Manufacturer narrative:
(B)(4). The device was returned and baxter's eval is still in progress. Once complete, a supplemental report will be submitted.

Event description:
It was reported that a pump had several instances of a system error 322 - "link switch (low)" in the device history log (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.